Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with an infection around the catheter exit site. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of exit site redness and purulent drainage. The patient was regularly using topical gentamycin cream around the exit site; however, it was insufficient in preventing/eradicating the infection, and the patient was prescribed a 7-day course of oral keflex 250 mg. A peritoneal effluent fluid culture and cell count were collected, and both returned negative. The pdrn stated the cause of the exit site infection is unknown, as the patient demonstrates excellent technique. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).